Event description:
It was reported via the sales rep that the blade, subject to this MDR broke during a surgery. The broken pieces were located on the floor of the operating room. The surgery was completed successfully using another blade. Pt injury was not reported.

Manufacturer narrative:
Product lot number info has not been confirmed. Four devices potentially involved in this issue were returned and evaluated. Two of the blades remain intact and two blades had broken tabs. There is evidence to suggest that the blades with the broken tabs were not inserted correctly into the handpiece prior to use. Incorrect insertion of the product into the handpiece may have contributed to the occurrence of this event. The returned blades were measured against the product engineering print. All critical features measured were within specification.